Manufacturer narrative:
(B)(4).

Event description:
Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
(B)(4).

Event description:
An implant card was received indicating that the patient had a new pulse generator implanted. It was not indicated when the previous device was explanted. The explanted pulse generator has not been received by the manufacturer. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2015 and the patient was re-implanted with a new device on (B)(6) 2015 as was doing fine. It was reported that the explanted device was discarded by the explanting hospital.

Event description:
It was reported that the vns patient has an infection at the generator site and will be placed on antibiotics for a week. It was reported that the patient had recently undergone generator replacement surgery. The relationship of the infection to vns is unknown. No additional relevant information has been received to date.